Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), device dislocation ('migration/ migration of essure device, location: unknown') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 27-year-old female patient who had essure (batch no. B30420) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena and depo provera. Concurrent conditions included metrorrhagia. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 months 20 days after insertion of essure. On (B)(6) 2018, the patient experienced abdominal distension ("bloating"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic"), abdominal pain ("abdominal") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (endometrial ablation and laparoscopic bilateral salpingectomy, hysteroscopy with d and c). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, abdominal distension and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, device breakage, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test:- on (B)(6) 2013. Insertion details: essure device placed into right fallopian tube, 4 coils were intrauterine. Contralateral tube visualized, essure device placed, 5 coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result not provided. Pathology test - on (B)(6) 2018: bilateral tubes and essure devices, endometrial curettings ¾ bilateral fallopian tubes: no pathological changes, one of the fallopian tubes contains an essure device ¾ endometrium curettings: secretory phase changes gross: bilateral tubes and essure devices are two tan-pink to red-tan fimbriated fallopian tubes measuring 7.8 x 0.7 cm and 6.0 x 0.7 cm. A single, stretched essure wire protrudes from the proximal aspect of the longer fallopian tube. Sectioning reveals tan-pink stellate to gray -white pinpoint luminal centers. The shorter fallopian tube shows no essure wire upon sectioning. Ultrasound pelvis - on (B)(6) 2018: normal pelvic ultrasound. Left ovary contains a small simple cyst (less than) 2 cm.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), device dislocation ('migration/ migration of essure device, location: unknown') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 27-year-old female patient who had essure (batch no. B30420) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena and depo provera. Concurrent conditions included metrorrhagia. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 months 20 days after insertion of essure. On (B)(6) 2018, the patient experienced abdominal distension ("bloating"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic"), abdominal pain ("abdominal") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (endometrial ablation and laparoscopic bilateral salpingectomy, hysteroscopy with d and c). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, abdominal distension and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, device breakage, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test:- on (B)(6) 2013. Insertion details: essure device placed into right fallopian tube, 4 coils were intrauterine. Contralateral tube visualized, essure device placed, 5 coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result not provided. Pathology test - on (B)(6) 2018: bilateral tubes and essure devices, endometrial curettings ¾ bilateral fallopian tubes: no pathological changes, one of the fallopian tubes contains an essure device ¾ endometrium curettings: secretory phase changes gross: bilateral tubes and essure devices are two tan-pink to red-tan fimbriated fallopian tubes measuring 7.8 x 0.7 cm and 6.0 x 0.7 cm. A single, stretched essure wire protrudes from the proximal aspect of the longer fallopian tube. Sectioning reveals tan-pink stellate to gray -white pinpoint luminal centers. The shorter fallopian tube shows no essure wire upon sectioning. Ultrasound pelvis - on (B)(6) 2018: normal pelvic ultrasound. Left ovary contains a small simple cyst (less than) 2 cm.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), device dislocation ('migration/ migration of essure device, location: unknown') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 27-year-old female patient who had essure (batch no. B30420) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena and depo provera. Concurrent conditions included metrorrhagia. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 months 20 days after insertion of essure. On (B)(6) 2018, the patient experienced abdominal distension ("bloating"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic"), abdominal pain ("abdominal") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (endometrial ablation and laparoscopic bilateral salpingectomy, hysteroscopy with d and c). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, abdominal distension and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, device breakage, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test:- on (B)(6) 2013. Insertion details: essure device placed into right fallopian tube, 4 coils were intrauterine. Contralateral tube visualized, essure device placed, 5 coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result not provided. Pathology test - on (B)(6) 2018: bilateral tubes and essure devices, endometrial curettings ¾ bilateral fallopian tubes: no pathological changes, one of the fallopian tubes contains an essure device ¾ endometrium curettings: secretory phase changes gross: bilateral tubes and essure devices are two tan-pink to red-tan fimbriated fallopian tubes measuring 7.8 x 0.7 cm and 6.0 x 0.7 cm. A single, stretched essure wire protrudes from the proximal aspect of the longer fallopian tube. Sectioning reveals tan-pink stellate to gray -white pinpoint luminal centers. The shorter fallopian tube shows no essure wire upon sectioning. Ultrasound pelvis - on (B)(6) 2018: normal pelvic ultrasound. Left ovary contains a small simple cyst (less than) 2 cm.. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs and mr received: lot no. Was added. New events - abnormal bleeding (vaginal) was added. Reporter's information, medical history, historical drug, concomitant drugs and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic"), abdominal pain ("abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and abdominal distension ("bloating"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, device breakage, device dislocation, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: essure confirmation test:- on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: result not provided. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received reporter information was added. Case become incident injury nos replaced with new event added device breakage, device dislocation, pelvic pain , abdominal pain, menorrhagia, dysmenorrhea (cramping), bloating. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic"), abdominal pain ("abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and abdominal distension ("bloating"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, device breakage, device dislocation, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: essure confirmation test:- on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.